Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods, gastric bypass and d & c. Concurrent conditions included post coital bleeding, vaginal bleeding, dysfunctional uterine bleeding, hypotension and acute blood loss anemia. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/frequent bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), fatigue ("fatigue."), alopecia ("hair loss"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("pain and bleeding with intercourse"). The patient was treated with surgery (full hysterectomy/ ablation, oophorectomy (bilateral removal of ovaries), salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia and metrorrhagia had resolved and the migraine, fatigue, alopecia, headache, female sexual dysfunction and coital bleeding outcome was unknown. The reporter considered alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in explant date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test not specified. Total bilateral occlusion. Pathology test - on (B)(6) 2015: bilateral ovaries with multiple cystic follicles and inclusion cysts. Ultrasound pelvis - on (B)(6) 2015: bilateral ovarian cysts with right measuring 4.0 x 2.8 cm (simple) and left measuring 3.4 x 2.6 cm (simple); no free fluid seen. Lot number: 627073, manufacture date:2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Outcome of event genital bleeding was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), fatigue ("fatigue."), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and metrorrhagia had resolved and the migraine, alopecia and headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia and migraine to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Unspecified event "injury to herself" was updated to more specific events : "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding), migraine, fatigue, hair loss, headaches". Outcome of events, "pain, bleeding" were changed to "recovered/resolved". Reporter contact information was added. Patient's demographics were added, essure insertion date updated and removal date added. Product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods, gastric bypass and d & c. Concurrent conditions included post coital bleeding, vaginal bleeding, dysfunctional uterine bleeding, hypotension and acute blood loss anemia. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), fatigue ("fatigue."), alopecia ("hair loss"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("pain and bleeding with intercourse"). The patient was treated with surgery (full hysterectomy/ ablation). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, migraine, alopecia, headache, female sexual dysfunction and coital bleeding outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and metrorrhagia had resolved. The reporter considered alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in explant date: (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result not provided. Pathology test - on (B)(6) 2015: bilateral ovaries with multiple cystic follicles and inclusion cysts. Ultrasound pelvis - on (B)(6) 2015: bilateral ovarian cysts with right measuring 4.0 x 2.8 cm (simple) and left measuring 3.4 x 2.6 cm (simple); no free fluid seen. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs and mr received. Lot number added. Following events were added: apareunia (inability to have sexual intercourse), abnormal bleeding (general) and bleeding with intercourse. Date of explant updated. Reporter information, medical history, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequent periods, gastric bypass and d & c. Concurrent conditions included post coital bleeding, vaginal bleeding, dysfunctional uterine bleeding, hypotension and acute blood loss anemia. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods)"), migraine ("migraine"), fatigue ("fatigue."), alopecia ("hair loss"), headache ("headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("pain and bleeding with intercourse"). The patient was treated with surgery (full hysterectomy/ ablation). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and metrorrhagia had resolved and the genital haemorrhage, migraine, fatigue, alopecia, headache, female sexual dysfunction and coital bleeding outcome was unknown. The reporter considered alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia and migraine to be related to essure. The reporter commented: discrepancy noted in explant date: (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test not specified. Result not provided. Pathology test - on (B)(6) 2015: bilateral ovaries with multiple cystic follicles and inclusion cysts. Ultrasound pelvis - on (B)(6) 2015: bilateral ovarian cysts with right measuring 4.0 x 2.8 cm (simple) and left measuring 3.4 x 2.6 cm (simple); no free fluid seen. Lot number: 627073 manufacture date:2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.